Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 212 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety system puts da vinci s in a non-recoverable safe state. The mtmr was returned to isi for evaluation. Engineering was able to replicate the customer reported failure mode and it was determined that an axis motor/encoder had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to using the da vinci s surgical system to perform any tasks, the site experienced non-recoverable system error code 212. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.